Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an out of range high impedance warning and polarity switch on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.